Manufacturer narrative:
Correction.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Nine aptus endoanchors were used to treat a proximal type I endoleak. The patient's aortic neck was diameter is 25mm. It was reported that eight aptus anchors were deployed at the origin of the endoleak however, the endoleak still persisted. It was noted that a ninth aptus anchor was attempted to be implanted however, during stage one of the deployment, the anchor appeared deformed into an accordion like shape. The anchor was retracted back and removed from the patient. The cause of the deformed anchor is unknown. The physician stated the cause of the proximal type I endoleak was most likely due to the patient's anatomy. The cause of the deformed aptus anchor is unknown. No additional clinical sequelae were reported and the patient is fine.